Manufacturer narrative:
The customer's biomed confirmed the reported touchscreen issue. The customer's biomed replaced the touchscreen to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned touchscreen was installed in an fi test ventilator. The touchscreen calibration was successfully executed. During testing with the touchscreen diagnostic screen no discontinuities or irregular change of the coordinates were found when moving the finger across the touchscreen. When moving the finger along edges one coordinate would stay constant. Elements of the user screen in all areas of the screen could be accessed and worked as expected. No failure was found.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchpad would not calibrate; the touch was off about 6". There was no patient involvement.